Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose via i.v. By the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or sensor plug assembly. Data was downloaded successfully, sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Performed sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint. The device history record (DHR) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose via i.v. By the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.